Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported by trial patient that they were getting an error message telling them that the device was unplugged. During call, patient attempted to re-connect the device but was unable. Trial patient was advised to reach out to their healthcare professional (hcp) for assistance. More information was received on (B)(6) 2019, trial patient reported they were seen in the hcp's office because they were receiving the communication error message on their programmer. Trial patient stated that the hcp said the right lead was broken off and instructed trial patient to call medtronic to get assistance with switching sides on programmer. Trial patient was still receiving the communication error after being at the hcp's office. They stated they had been stimulating on the left side so they did not switch to the right side. Trial patient also mentioned they felt a stabbing at the top of their butt crack. No further complications were reported or anticipated.